Event description:
It was reported that during a direct stenting procedure, after three forceful attempts were made to cross the lesion with the pixel, the stent delivery system was withdrawn from the pt. At the point of withdrawing, however, the stent was already halfway dislodged from the balloon and while inside the guiding catheter, the stent became completely dislodged. The stent delivery system was removed from the pt and a snare was then used to retrieve the stent from the guiding catheter.